Event description:
It was reported that trivantage tube with poor contact when stimulated by the probe. The patient was intubated uneventfully with the trivantage tube. However, the blue color electrode remained without signal. User checked the positioning of the electrode through the video optics, grounding, the connection socket, user restarted the device and no response. After the tests, the surgeon opted for the exchange of a new model of the tube, the flex. The patient had no impact and the surgery was successful. User got alert of issue through electromyographic waves. There is no patient injury.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA #(B)(4), which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. H3: analysis of the returned device could not be performed since the device had to scrapped at the time of receipt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.